Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose ranged from 250-374 mg/dl. During a pump system check with tandem technical support, a new cartridge was loaded and a minimum fill notification was received. A pump air leak was detected. Reportedly, customer reverted to manual injections for insulin therapy.